Event description:
The patient called to report repeated motor error alarms after dropping the device. Troubleshooting was performed, and no damage to the drive support cap was noted. Attempted to rewind the unit, but it alarmed with motor error. Advised the patient that the unit would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The unit also had cracks on the display window, and a scratched lcd window.